Manufacturer narrative:
Visual analysis reveals that the set screw has been used but does not appear to be damaged. Functional test revealed that the set screw would fit in a sample screw head. The failure could not be seen nor repeated.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the set screws slipped during insertion into the bone screw. The set screws were removed and replaced. No patient complications were reported.